Event description:
It was reported bd nexiva¿ closed IV catheter system leaked at the septum. The following information was provided by the initial reporter, translated from chinese: "there was blood leakage after the needle was successfully punctured".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used catheter assembly and one photo. Upon inspection of the device, it was observed that media was present on and inside the base of the winged adapter. This is not an expected occurrence in a properly functioning device and indicated that leakage beyond the septum had occurred. The reported defect was confirmed. Microscopic inspection and dissection of the unit was performed. It was found that the base of the canister was damaged and the primary septum was not positioned correctly creating a flow path for media and allowing leakage to occur. Based on the location of the damage, the defect can be linked to the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd nexiva¿ closed IV catheter system leaked at the septum. The following information was provided by the initial reporter, translated from (B)(6): "there was blood leakage after the needle was successfully punctured".